Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. Follow-up with the patients¿ pd registered nurse (pdrn) confirmed the patient was diagnosed with peritonitis. A peritoneal effluent fluid culture drawn on (B)(6) 2025 returned positive for gram-positive cocci in pairs and clusters. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 2000 mg every 4 days (duration not provided). The pdrn attributed causality to the patient¿s failure to wear a mask while handling his ccpd supplies. Given the pdrn¿s statement of causality, it has been determined the serious adverse event was unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. Follow-up with the patients¿ pd registered nurse (pdrn) confirmed the patient was diagnosed with peritonitis. A peritoneal effluent fluid culture drawn on (B)(6) 2025 returned positive for gram-positive cocci in pairs and clusters. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 2000 mg every 4 days (duration not provided). The pdrn attributed causality to the patient¿s failure to wear a mask while handling his ccpd supplies. Given the pdrn¿s statement of causality, it has been determined the serious adverse event was unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set, and the serious adverse event of peritonitis, which required antibiotic therapy. The pdrn attributed causality to the patient¿s failure to wear a mask while handling his ccpd supplies. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Given the pdrn¿s statement of causality, it has been determined the serious adverse event was unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse event. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse event. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications, as evidenced by its continued use by the patient. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.